Manufacturer narrative:
The subject device was not returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, there was the possibility that this phenomenon was attributed to the forcibly angulation with the distal end fixed or the twisting the insertion section with excessive force.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing, it was found that the bending section of the subject device was broken. Olympus service operation repair center (sorc) checked the subject device and found that the bending rubber was broken and the metal parts was sticking out. There was no report of patient injury associated with this report.